Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as surgical damage. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, rupture. The device has been explanted.